Manufacturer narrative:
The subject device was not returned to omsc for investigation since the user facility discarded the device. The exact cause of the user's experience could not be conclusively determined. The device instruction manual has warned users that" never use excessive force to extend or retract the snare loop. This could damage the instrument. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number 8010047-2014-00031, 8010047-2015-01137, 8010047-2015-01138, 8010047-2015-01139, 8010047-2015-01140 and 8010047-2015-01141.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and omsc found that this report is required. Omsc was informed that a snare of the subject emr kit opened once and it did not open again. The doctor ended up using 7 emr kits. There was no patient injury regarding this report. This is the seventh of seven reports.